Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the day after implant, the left ventricular lead had dislodged and was showing abnormally high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.